Manufacturer narrative:
Device was retained by the surgeon. No evaluation will be performed. If the device or additional info becomes available it will be submitted on a supplemental report.

Event description:
It was reported that: "pt was at home, upon standing pt felt his hip pop and began to experience pain." Pt was revised.